Manufacturer narrative:
2032227-060322-002-c. (B)(4). Sw 2.8c. Unit passed displacement test, sleep current measurement, active current measurement and selftest. No battery cap received with unit. Unit received with partially broken on belt clip rail. No blank display anomalies noted during testing. Tested with a test p-cap and the test p-cap locked in place properly.

Event description:
Medtronic received information that blank display, damage (physical or cosmetic), battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.